Event description:
The customer contacted beckman coulter, inc. (Bec) to report discrepant results for estradiol for one (1) patient sample assayed with access estradiol reagent on a unicel dxi 800 access immunoassay system. The discrepant estradiol results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control results for estradiol were recovering outside of the current assay precision claims. The customer reported reassaying the patient sample for estradiol numerous times with an estradiol reagent pack containing the previous antibody batch (versus an estradiol reagent pack containing the current antibody batch). Discrepant values were observed which are outside of the current assay precision claims.

Manufacturer narrative:
The customer has discontinued use of the estradiol assay until the instrument can be evaluated. A service call has been scheduled for a field service engineer (fse) to visit the customer's site. This MDR is related to MDR 2122870-2012-00429 which has been reported.